Event description:
Same case as MFR report #2030404-2011-00016. It was reported that during a pulmonary vein ablation procedure, a "loud steam pop" occurred. While using a therapy cool flex catheter, the physician noticed that the irrigation port on the proximal end had disconnected and was not irrigating the catheter tip. The catheter was exchanged for a cool path duo that developed an 's' curve when flexed after about 45 mins of use. The catheter was exchanged for a second cool path duo and while ablating at the cavotricuspid isthmus (cti) for approx 10 mins, a "loud steam pop" was heard. The pt remained hemodynamically stable, so the physician continued ablating for another 5 mins. The physician stopped ablating before achieving cti block and ended the procedure with no consequences to the pt. The physician considered this a successful ablation procedure despite not achieving bidirectional block across the cti.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure.